Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of a watchman access system. The device was bloody. The tip, sheath and hub/valve were microscopically and visually inspected. Inspection revealed kinks in the sheath located at 5cm, 30.5 cm, 46.5cm and 54 cm from the strain relief, and damage to the hub cap (slight cross threading). The rest of the device was inspected, and no other damage or irregularities were found.

Event description:
It was reported that the hemostasis valve was damaged. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was used and the sheath was noted to be kinked on fluoroscopy once across the intra-atrial septum. As the was being removed from the patient, the physician expressed that the hemostasis valve on the was appeared to be cross/threaded and not closing properly. After the kink was noted, the was removed without incident. The failed was examined on the lab table and it was noted to be kinked in 2 separate locations (proximal and distal). A new was prepped and inserted with no issues. The procedure was completed and there were no reported patient complications.

Event description:
It was reported that the hemostasis valve was damaged. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was used and the sheath was noted to be kinked on fluoroscopy once across the intra-atrial septum. As the was was being removed from the patient, the physician expressed that the hemostasis valve on the was appeared to be cross/threaded and not closing properly. After the kink was noted, the was was removed without incident. The failed was was examined on the lab table and it was noted to be kinked in 2 separate locations (proximal and distal). A new was was prepped and inserted with no issues. The procedure was completed and there were no reported patient complications.